Event description:
It was reported the charger and programmer would not communicate with the ipg. The pt failed to maintain the ipg as recommended. As a result, the pt's ipg was explanted and replaced. Sjm was made aware on (B)(6) 2012.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval: results: as received the ipg was non-responsive. The reported complaint could not be analyzed as this is considered to be a user error. Visual inspection of the ipg revealed no anomalies. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.